Event description:
Per the info provided to co by the physician's office the device was removed due to "fractured tubing at (the) pump." As reported to co the reservoir was left in place, while the rest of the device was removed and replaced with the same model prosthesis, produced by the same MFR.